Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a good battery cap and had normal operating currents. No blank display was noted during testing. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
Customer's husband reported that the screen on the insulin pump went blank. The blood glucose reading was 444 mg/dl. He also reported a crack by the battery compartment. Nothing further was reported.